Event description:
Original report previously submitted (B)(6) 2019 with first incident. Have had several other incidents with several different pts. Blue tubing guide now has flared tabs that are breaking off of moog curlin infusion administration set. There have been at least 10 other instances of this occurring since this initial report. FDA safety report ID# (B)(4).